Manufacturer narrative:
Based on the available info this event could lead to a serious injury if the issue were to recur. The end user stated she just began using adapt paste and they also used a skin prep. The end user was educated on the use of stomahesive powder. Discussed using a flat flexible system to try and the end user stated she prefers a convex system. The end user also stated she will contact her local ostomy nurse for fitting. Samples were also sent to the end user. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive covex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user stated that a couple of weeks ago she noted a weepy open area under the mass of wafer around stoma opening at the 5 to 6 o'clock area of her peristomal skin. She reports having a large peristomal hernia and it has gotten larger.